Event description:
The distributor reported that the down and ok buttons reportedly were not activating desired pump functions when pressed. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(4): the keypad was found to be torn around the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The evaluation revealed that all keypad buttons were unresponsive. The audio bolus button test was unable to be performed to due unresponsive keypad. The keypad trace was found to broken. There was evidence of contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a faded and discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.